Event description:
The patient had questions regarding setting the date on coaguchek xs meter serial number (B)(4) after the batteries were changed. While troubleshooting, the patient reported a previous brain bleed. On (B)(6) 2020, the patient reportedly had bronchitis and was given an antibiotic (doxycycline). The patient allegedly had a headache from coughing so much. The patient also reportedly hit her head very badly. The patient tested on the meter and the result was reportedly 3.0 inr. The patient then went to the ER and was reportedly given a shot which the patient believed to be vitamin k. The patient was then life-flighted to another hospital. They reportedly performed a scan and found an aneurysm. The patient had arthroscopic surgery. No additional inr results from the hospital were provided. No further details regarding the patient's treatment were provided. The patient allegedly recovered from the brain bleed but reportedly does have a loss of words sometimes. The patient was not eating and had lost a lot of weight. The therapeutic range was 2.5-3.5 inr. The patient was only testing with the meter once a month at the time of the event. Additional information concerning the event was requested but was not provided. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.